Event description:
It was reported that the device could not be interrogated via inductive telemetry. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported that the device could not be interrogated via inductive telemetry. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of no inductive telemetry could not be confirmed. The pacemaker was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis was performed and indicated normal device functionality. Inductive telemetry was tested, and no anomalies were found. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.